Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing separated from the filter site during the lipid infusion. The following information was provided by the initial reporter: "upon hourly central line dressing check, lipid tubing found to be broken/separated in the bed. Upon inspection, tubing isn't broken but separated from filter site." No harm to patient and this product is available for return."